Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Charger burned out completely - oral-b [device catching fire]. Case narrative: consumer via e-mail stated that the oral-b toothbrush charger burned out completely. No injury was reported.

Manufacturer narrative:
30-apr-2025 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Charger burned out completely - oral-b [device catching fire]. Case narrative: consumer via e-mail stated that the oral-b toothbrush charger burned out completely. No injury was reported.